Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a device manufacturer representative regarding a patient receiving dilaudid (7.8 mg/ml), clonidine (1524 mcg/ml), baclofen (1308 mcg/ml) and sufenta (330 mcg/ml) via an implantable infusion pump. It was reported the patient's pump was refilled today and on the way home they "crashed" and had to be brought to the ER. The pump was interrogated and there was no dosing changes or programming errors. The patient was currently on narcan and had life-saving measures were performed. The hcp aspirated the pocket and got back 12 mls. It was noted that the pump was filled with 20 ml today, so it appears 8 ml went into the pocket at refill. The hcp also put the needle in sideways into the pocket and aspirate about 8 ml of fluid which is going to be sent for testing. The patient became more conscious after this and began talking to the clinician. The pump was currently at min rate mode.